Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient felt sore and that the "device may...be trying to force (its) way out of (their) chest." They also stated that there was dried blood on their chest, but that the incision site appears to be fully healed. The device remains in use. No further patient complications have been reported as a result of this event.